Event description:
A report was received from the user facility indicating that during a neurosurgical case, blood clotted off within the tubing.

Manufacturer narrative:
All confirmed devices at the user facility have been tested and confirmed to be working appropriately. Fresenius-kabi will advise terumo to have a clinical specialist review usage of device and situations as listed in this report.